Event description:
It was reported that the patient presented to the hospital feeling symptomatic. The patient had heart block and was pacemaker dependent. Loss of ventricular capture was seen. Interrogation revealed that auto capture was pacing 5v at 0.5 ms in the bipolar configuration, and the lead had a bipolar impedance of greater than 2000 ohms. This was resolved by changing the ventricular polarity to the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.